Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 405 mg/dl. The customer stated that she tried to bolus 19.6 unit but insulin pump alarmed insulin flow block. The customer was advised to rewind insulin pump, place reservoir in insulin pump and run load reservoir process and insulin flow block alarm did not recur. The issue was resolved by changing reservoir. The insulin pump and reservoir will not be returned for analysis.